Manufacturer narrative:
Remains implanted.

Event description:
It was reported that during the endovascular procedure, physician successfully implanted the subject flow diverting stent. Seven months post procedure, patient's artery and the subject stent was >50-=75% stenosed as per the core lab finding. The patient was continued with the dapt. No additional information available.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated the total procedure time was 122 min. The patient continued on aspirin 100mg/d and plavix 75mg/d post-procedure. At preoperative, parent artery stenosis was 0-25%, saccular aneurysm (3.93x4.3mm, neck 2.57mm, dome to neck ratio 1.67). The flow diverter was confirmed to be successfully implanted (completely covered aneurysm neck) per site. Fully apposed per core lab reading. There were no device deficiencies noted. At follow-up, baseline, aneurysm neck 3.7, max dome 5.4, max dome height 3.9 per core lab reading. At 7-month follow-up, aneurysm neck 3.2, max dome 4.8, max dome height 3.5 per core lab reading. There was no medical intervention performed to treat the stenosis, stenosis is per core lab reading. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to this complaint of 'patient parent vessel stenosis¿.

Event description:
It was reported that during the endovascular procedure, physician successfully implanted the subject flow diverting stent. Seven months post procedure, patient's artery and the subject stent was >50-=75% stenosed as per the core lab finding. The patient was continued with the dapt. No additional information available.